Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited burn marks on the tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was confirmed. It is most likely that the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ ¿-inspection of the endoscope¿. Instructions for evis lucera gif/cf/pcf/sif type 260 series operation manual chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.